Event description:
During surgical procedure to join bowel segments, linear stapler device partially engaged on bowel and would not release. Segment of bowel (approx 5cm) has to be removed to remove the failed device.